Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used soft sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had sensor glucose and blood glucose differences. Customer stated that she received a cal error and a change sensor alarm. Troubleshooting was performed and it was found that the transmitter was working as designed and had passed the test plug test. Customer was using the 530g system off label as she was using the sofsensors mmt-7002n. It was explained to the customer that the 530g system was designed to be used with enlite sensors. Replacement sensor will be sent as a courtesy. No additional information provided.